Manufacturer narrative:
(B)(4) h6: health effect - clinical code - e2304 chills diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient was cold, sweating, pale, couldn't think straight, and had fast heart beat. The cgm was reading 57 mg/dl and the blood glucose reading was 20 mg/dl. The patient required assistance from friends and was treated with 8 oz orange juice and recovered after treatment. There was no documentation of further medical evaluation or intervention for serious symptoms of hypoglycemia. At the time of the follow up call, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3: date of event - correction to the following statement in the initial MDR, "the sensor was inserted into the arm on (B)(6) 2024."

Event description:
The sensor was inserted into the arm on (B)(6) 2024.